Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient had hip implanted from 2002. Walking up stairs he felt something give. The trunion of the stem broke off with the head still attached.

Manufacturer narrative:
The patient is (B)(6). An event regarding fracture involving a meridian pa stem was reported. The event was confirmed. Visual inspection was performed and bony on-growth was present on the coated suface of the stem. A material analysis has been performed. The report concluded: the meridian pa hip stem broke at the junction of the trunnion of the stem and the distal end of the skirt of the 32mm +12 femoral head. The stem fractured in fatigue with the final fracture occurring from an overload condition in a ductile manner. There was evidence of intergranular corrosion at and near the fracture initiation site. Mechanically assisted corrosion processes have been reported in modular taper junctions, regardless of material, when there is mechanical loading of the junction, abrasion of the surface oxide layers of the implant and fluid penetration into the junction. With the above conditions, the modular junction becomes a location that electrochemical reactions can occur that may lead to corrosion. No material or manufacturing defects were observed. Device history review indicated there were no reported discrepancies for the reported lot. Complaint history review indicated there have been no other events for the lot referenced. The exact cause of the event could not be determined because x-rays and medical records as well as patient history are needed to complete the investigation for determining the root cause.

Event description:
Patient had hip implanted from 2002. Walking up stairs he felt something give. The trunion of the stem broke off with the head still attached.